Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem. Unknown liner. Unknown head. Foreign report source: (B)(6). The reported event was identified during review of a journal article. Fukui, k., kaneuji, a., wang, x., ichiseki, t., matsumoto, t., & kawahara, n. (2020). Computed tomographic osteolytic analysis of a first-generation remelted highly cross-linked polyethylene in total hip arthroplasty¿at a minimum of 15-year follow-up. The journal of arthroplasty, 35(5), 1417-1423. Doi:10.1016/j.arth.2019.12.012. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient had an acetabular radiolucent line in zone 1. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.